Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead was dislodged. The atrial lead was explanted. Patient was stable before, during, and after the procedure.